Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank display. The unit was triaged and the reported issue was confirmed. The root cause of reported condition was due to either the battery not holding a charge, which is typical routine maintenance or a defective pcb. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician verified the reported issue. The battery was outdated and replaced. Replaced lcd, overlay, pcb h-bridge assembly, back case overmold, and printed main door. The unit successfully passed recertification. The unit was restored to proper operation.

Event description:
The customer states that the unit has a blank display.